Event description:
It was reported that during a radical nephrectomy, the surgeon was trying to open the device when it tore and the rings separated. No metal instruments were in contact with the device. There was no pt consequence.